Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and investigated. The reported l-lock tab detachment and the actuator mandrel protruding from the l-lock were confirmed. The partial clip movement and the physical resistance with the arm positioner could not be tested. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the clip movement on the leaflet, physical resistance with the arm positioner, l-lock tab detachment and the actuator mandrel extended from the l-lock could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: the l-lock tabs were noted to be broken after the procedure. It was confirmed that nothing was left in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip movement after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. During the deployment maneuvers, after second final arm angle test and retraction of the release pin, the arm positioner began to be turned in the open direction, but became stuck after 2 turns. It was not possible to release the arm positioner; therefore, the actuator turns were started. The clip was successfully released. Under imaging, it appeared that the actuator mandrel was extended from the l-lock. Additionally, it appeared that the clip moved slightly on the leaflet. One clip was implanted, reducing the mr to <1. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.